Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed low suspend. Customer stated that sensor glucose versus blood glucose had discrepancy and insulin pump goes to threshold suspend. Customer's blood glucose was 150 mg/dl. The customer was educated regarding the differences between sensor glucose versus blood glucose. No further information provided.